Event description:
It was reported on 3/16/2006 that a dialysis pt experienced an adverse event while undergoing dialysis. The initial reporter verbally reported that for this pt, the pt does have a "terrible cardiac history" and for this event, it was reported the pt couldn't breathe. These symptoms were reported at the onset of dialysis. The pt was sob, oxygen was given to the pt and the pulse oxygenation at that time was 98%. The pt did reportedly have a loss of consciousness and it was at that time, the pt was reinfused and the dialysis treatment discontinued. It was also reported once reinfused, the pt appeared "more comfortable". The pt was transferrred to the ed for further eval. It was also reported the pt had an implanted cardiac difibrillator and the nurse also stated or questioned that maybe this event was a vagal response. There is no sample available. There is specific orders not to remove more than 3.3 kg per treatment.